Event description:
On (B)(6) 2013, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. The patient recently had complaints of pain from the same operative area. The surgeon believed that there were "halos" around two of the implants and decided to remove them and place two iliosacral screws in their place. On (B)(6) 2013, the surgeon attempted to remove two of the ifuse implants, but the implants "would not budge" and could not be removed. Instead, he placed two two iliosacral screws. No ifuse implants were removed or adjusted.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 7663002779002, manufactured 07/27/11, expires 2014-10. Ifuse implant, p/n 7045-90, lot# 7550002452005, manufactured 04/05/11, expires 2014-04. Ifuse implant, p/n 7050-90, lot# 7628002533009, expires 2014-06.